Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, the patient developed right thigh pain, groin pain, and sanguineous drainage to the groin. The pain resolved with an unspecified medication. The sanguineous drainage was treated with manual compression and an injection of lidocaine with epinephrine per hospital protocol. Later that day the dressing was dry and intact with no presence of hematoma or ecchymosis. There was no reported adverse patient sequela. No additional information was provided.